Event description:
The customer contact reported sparks were noted from the male end of the ac power cord plug. At an unspecified time, the device was programmed to deliver lactated ringers, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported, sparks were noted when the staff member plugged the male end of the ac power cord plug into the ac outlet. It was reported, that there was a dime size melted area of the flooring and the staff member's shoe. The device was removed from service. Therapy was resumed using a replacement device. There were no reported adverse effects to the staff member. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.